Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site, and was used for an unknown period of time prior to fracture. Documents reviewed: ¿surgical manual: tapered & parallel walled implants¿ instsm rev 08/18 information identified: torque matrix - internal connection; page d. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. H3: device evaluated by manufacturer: change 'no' to 'yes'.

Manufacturer narrative:
(B)(4). Product not returned.

Event description:
It was reported that the screw fractured and dicarded.